Event description:
It was reported by call report that the registered nurse (rn) stated they have a pump that would not charge, even though it was plugged in; pump was alarming "low battery". The rn said, they did check the cable to make sure it was plugged into the wall and the pump. As a result, the pump was exchanged for another one. The clinical support specialist asked the rn to have the pump marked for biomed.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Eval: the cord wrap, central processing unit (cpu) board, power supply & power interface board were returned. The cord wrap was examined for defects. The recessed boss that the fastening screw passes through was completely broken off from the body of the part. The type of damage evidenced is not consistent with the normal use of the intra-aortic balloon pump (iabp). The cpu board, power interface board and power supply were evaluated & passed all diagnostic tests. A device history record review was conducted on the reported iabp serial number & it met all specifications & passed all in-process testing. There were no manufacturing anomalies established between the DHR & the reported complaint. The reported complaint of a pump that would not charge has been unconfirmed.